Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck length) review of a single still angio image during implant confirmed that an endurant bifurcate had been implanted just below the level of the renal arteries. The neck appeared essentially straight in the l-r axis. The proximal stent graft od (at stent 1) measure 22mm. Approximately 15mm below the proximal graft margin, between the 2nd and 3rd covered stent on the patient¿s left side, the stent graft appeared to be have been folded inward approximately 5mm relative to the stent graft nominal od, and there was a possible proximal type I endoleak. Below this compressed stent, the diameter at the 3rd covered stent opened back up to 27mm within the aaa. No other stent graft issues were observed. Another still angio images revealed that an endurant cuff had been implanted just above the renal arteries which were both stented and chimney¿d into the aorta. The endoleak appeared to have resolved. The renal arteries and stent grafts were patent. Images below the bifurcate flow divider were not visible in the returned films. From the images provided the exact cause of the type I endoleak could not be determined; however, it appears that this was most likely caused by the patient¿s anatomy; possibly due to calcification along the aortic wall in conjunction with the short and reported angulated neck. As also reported, the right renal artery branch perforation was likely caused by another manufacturer¿s guidewire.

Event description:
Review of a single still angio image during implant confirmed that an endurant bifurcate had been implanted just below the level of the renal arteries. The neck appeared essentially straight in the l-r axis. The proximal stent graft od (at stent 1) measure 22mm. Approximately 15mm below the proximal graft margin, between the 2nd and 3rd covered stent on the patient's left side, the stent graft appeared to be have been folded inward approximately 5mm relative to the stent graft nominal od, and there was a possible proximal type I endoleak. Below this compressed stent, the diameter at the 3rd covered stent opened back up to 27mm within the aaa. No other stent graft issues were observed.